Manufacturer narrative:
Findings: pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. No unexpected pump error , (motor error alarms) noted during testing. The pump was monitored for three (3) days and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. The motor was tested outside of the device and passed. Pump received with scratched case, end cap address label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display and motor error. The customer¿s blood glucose level was unknown. The customer stated that there was a blank display without alarm and also motor error during basal. The insulin pump will not be returned for analysis.